Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this implantable pacemaker had 1year remaining and upon interrogation the device showed five years. In addition, magnet rate was at 100 ppm and when reinterrogated it showed 90ppm. Data was sent for analysis. Additional information indicated data analysis showed that the device has been implanted for more than 11 years and has exceeded the minimum expected longevity calculations of seven years. Moreover, it was confirmed that the device has reached elective replacement near (ern) battery status and the programmer will indicate a longevity remaining estimate of less than a year. Since the device has far exceeded minimum expected longevity calculations and has reached ern battery status, it is concluded that elective replacement time (ert) declaration may occur at any time. It is recommended that replacement of the device be considered. Furthermore, with the limited amount of data received, a more accurate determination of device performance cannot be performed. The device remains in service. No adverse patient effects were reported. Additional information from medical records indicated that the device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this implantable pacemaker had 1year remaining and upon interrogation the device showed five years. In addition, magnet rate was at 100 ppm and when reinterrogated it showed 90ppm. Data was sent for analysis. Additional information indicated data analysis showed that the device has been implanted for more than 11 years and has exceeded the minimum expected longevity calculations of seven years. Moreover, it was confirmed that the device has reached elective replacement near (ern) battery status and the programmer will indicate a longevity remaining estimate of less than a year. Since the device has far exceeded minimum expected longevity calculations and has reached ern battery status, it is concluded that elective replacement time (ert) declaration may occur at any time. It is recommended that replacement of the device be considered. Furthermore, with the limited amount of data received, a more accurate determination of device performance cannot be performed. The device remains in service. No adverse patient effects were reported. Additional information from medical records indicated that the device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this implantable pacemaker had 1year remaining and upon interrogation the device showed five years. In addition, magnet rate was at 100 ppm and when reinterrogated it showed 90ppm. Data was sent for analysis. Additional information indicated data analysis showed that the device has been implanted for more than 11 years and has exceeded the minimum expected longevity calculations of seven years. Moreover, it was confirmed that the device has reached elective replacement near (ern) battery status and the programmer will indicate a longevity remaining estimate of less than a year. Since the device has far exceeded minimum expected longevity calculations and has reached ern battery status, it is concluded that elective replacement time (ert) declaration may occur at any time. It is recommended that replacement of the device be considered. Furthermore, with the limited amount of data received, a more accurate determination of device performance cannot be performed. The device remains in service. No adverse patient effects were reported.